Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by unstable transmission between camera head and video processor due to poor video connector pin contact. This poor contact may have been caused by wear due to long-term use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus medical systems (B)(4) private limited and found followings; the endoscopic image flickered due to a failure of the receptacle unit. The printed circuit board was damaged. There was dust inside the device. There were minor dents and scratches on the top cover, front panel and rear panel. There was rust on the rear panel connector. The boards were severely corroded, but all boards were functioning normally at the time of inspection. The paint on the top cover had peeled off. There was severe corrosion on the chassis. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image flickered during preparation for use. There was no report of patient injury associated with this event.